Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed downstream occlusion. A continuous infusion rate of 1.837 ml/hour had been programmed, with a total reservoir volume of 84 ml and given ~3ml. The length of infusion was minutes, and it should have been 46 hours. The patient was not medically affected. The event occurred while in use with patient at the clinic.